Event description:
Pt sent home with fluorouracil in dosi-fuser for 46 hour infusion. When pt returned for disconnect, there was several drops of fluid inside the capsule outside of the balloon. Also around the edge of the infusor where the clear part joins the white part, there was some white crusting potentially dried fluorouracil. Dosi-fuser 150ml, 3.1ml/hr, lot# 082033l.